Manufacturer narrative:
DHR no product or photo was returned by the customer. The customer complaint of separation at the end piece could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013902 lot number 23029173 was performed. The search showed that a total of 16,303 units in 1 lot number was built on 13feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite low sorbing set was damaged. The following information was received by the initial reporter with the verbatim: describe event or problem: several bd alaris filter extension tubing sets appear to have a defect. The end piece very easily disconnects from the tubing. This has happened multiple times while attempting to connect the set to the primary tubing during drug preparation- see attached picture for details. Date of event: (B)(6) 2023. Catalog: 10013902. Lot: 23029173.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.